Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The cgm was reading 110 mg/dl but the patient¿s son checked the bg for unspecified reasons. The bg was 47 mg/dl, so the son gave her oral sugar. After some time, her blood glucose was tested again and the reading was around 400 mg/dl, so the son treated the patient with insulin. He noticed that she had become unresponsive and also that she had swelling of the face and tongue. He took her to the emergency room where she was treated with unspecified IV fluids and medications (he had been asked to leave the room so he does not know what was given). The patient stayed in the emergency room (ER) for 6 to 7 hours for monitoring. She recovered after treatment; the face and tongue swelling subsided, and the bg returned to normal levels. At the time of the report she was in good condition with her bg in the 150s mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.